Manufacturer narrative:
(B)(4). Batch unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a sleeve gastrectomy procedure, staples were malformed. Surgery successfully completed. No harm to patient, no delay. Surgeon used forceps to stabilize staple line.